Event description:
It was reported that there was low impedance on both high voltage coils, and a probable insulation fracture of the svc (superior vena cava) coil. The svc coil was turned off, with the remaining portions of the lead still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).